Event description:
It was reported that the patient underwent a mini-invasive spinal procedure to fuse l4-l5 using posterior fixation. After the rod was seated, l5 plug could not be implanted and broken off. Several plugs were tried for the same results. The last plug was tightened with enough torque, but could not be broken off. The lab was left intact. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.